Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and a loss of capture. The lead was found to be displaced into the atrium, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and a loss of capture. The lead was found to be displaced into the atrium, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was distorted (over-rotation), the helix was found to be pulled/stretched/overstressed, and body tissue/fibrotic growth was found on the distal end of the electrode. The lead exhibited apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.